Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. The next day post procedure, the patient suffered hemorrhagic conversion of the index stroke. There was no treatment provided. Eight days post procedure the patient died. The cause of death was the index acute ischemic stroke. The reported event was related to the procedure but unrelated to the subject retrieval device.

Event description:
The patient underwent successful mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. The next day post procedure, the patient suffered hemorrhagic conversion of the index stroke. There was no treatment provided. Eight days post procedure the patient died. The cause of death was the index acute ischemic stroke. The reported event was related to the procedure but unrelated to the subject retrieval device.